Event description:
On (B)(6) 2014, it was reported that the piston rod in the patient's infusion device was blocked and the device was not delivering insulin, but the device did not display e6 (mechanical error). The patient stated that the device does not make the normal sound when attempting to deliver insulin and instead it just makes a clicking sound. The patient has experienced elevated blood glucose levels as a result. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(4).